Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom "under infusing" could not be reproduced at evaluation due to a system error 320. An event history log review was not performed due to the reported problem being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event. The pressure plates were adjusted during the repair process.